Event description:
The customer reported that the jaws of the device locked on tissue during a laparoscopic vaginal-assisted hysterectomy. The surgeon had to cut around the device jaws to remove it from tissue.

Manufacturer narrative:
(B)(4) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.